Event description:
It was reported that during a gastrectomy procedure, a bent staple was fed to the jaw. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.